Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the printed circuit board (pcb) failed on the cooler heater unit. The pcb was new from stock (out-of box failure). The unit kept on heating past forty-three degrees celsius. Both the solid state k4 relay and the 43 degree thermostat tested good. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.